Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used more drills than recommended to perform the implant installation. The dentist also reported that fenestration occurred during surgery.

Event description:
The clinician reported that two weeks after the dental implant was placed in ada site 20 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports pain, inflammation, abscess, swelling and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that two weeks after the dental implant was placed in ada site 20 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports pain, inflammation, abscess, swelling and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.